Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was noticed that the pigtail of the bladder side was torn. Reportedly, the stent was easily removed from the stent tray and the suture was not removed from the stent. Additionally, there was no damage to the stent packaging or shipping container. The procedure was completed with another device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the pigtail of the stent was torn. The suture hole was ripped all the way to the tip of the device. The suture was not present with the stent return. The tear on the stent is consistent with one caused by the suture when being pulled.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was noticed that the pigtail of the bladder side was torn. Reportedly, the stent was easily removed from the stent tray and the suture was not removed from the stent. Additionally, there was no damage to the stent packaging or shipping container. The procedure was completed with another device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." The complainant reported that the device was not used past the expiration date.